Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: nurse manager. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: while the patient was in recovery following a left heart catheterization, it was noted that the tr band was leaking air, and the patient developed a hematoma. The tr band was removed, and it was replaced with a new band and a stat seal. Vascular was consulted and the patient stayed overnight for observation.

Manufacturer narrative:
The complaint cannot be confirmed for air flow issues as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record (DHR) review could not be performed as the lot number of the device is unknown. No action is recommended since this risk evaluation is within the predetermined limits.